Manufacturer narrative:
Film evaluation summary the reported type iiib endoleak seen at follow-up was confirmed; however, the exact cause of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and earlier post-implant films were not available for comparison. A type I endoleak seems unlikely as there appeared to be sufficient proximal seal zone length and the iliac limbs were well placed distally into the common iliacs. This appears to be a type iii fabric endoleak coming from the lateral-left or posterior side of the left/ipsilateral limb. A large area of calcification was seen near the contrast along the postero-left aaa wall and protruding inward to within several mm¿s of the ipsi limb. It therefore appears that the endoleak was most likely caused by external abrasion from aortic calcification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that on CT approximately two months later aneurysm growth was noted from 47mm to 49mm and a type iii be endoleak was observed with a hole in the fabric noted at the level of the flow divider on the ipsilateral left side of the graft. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.